Manufacturer narrative:
On (B)(6) 2011 a respiratory therapist reports the inomax ds, (B)(4) went into system failure. Investigation results received on (B)(4), 2011. The device investigation is complete and results follow: the root cause is a system error caused by a segmentation fault. This is related to firmware resident on a cpld. This root cause was determined by examination of the service log. The device functioned as designed to interrupt nitric oxide delivery and alarm when such an error is detected. The main circuit board was replaced and the device functioned to specifications.

Event description:
On (B)(6), 2011, a respiratory therapist reports the inomax ds, #(B)(4) went into system failure. The device was not on a patient and no adverse event was reported by the respiratory therapist. The device was removed from service by the customer and returned to the company for investigation.